Event description:
It was reported that the tool vibrates and makes a loud noise when inserted into the attachment. At the time of report, there was no patient impact.

Manufacturer narrative:
H3: product analysis : evaluation of the device determined that vibration and noise was not confirmed. However, it was also noted that burr could not be inserted and detached distal bearings was found. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.